Event description:
Caller alleged discrepant results compared with the physician's point-of-care (poc) meter. Results as follows: date: (B)(6) 2012, inratio: 4.2, 1.9, poc: 2.7. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 4.2, 1.9. Pt received initial inratio result of 4.2 inr. One hour later, pt correlated inratio meter with physician's poc meter. Pt's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.